Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the inaccuracy noted was about seven millimeters.

Manufacturer narrative:
UDI not available for this system at time of filing. Other relevant device(s) are: product ID: 9733686, software version: (B)(4). No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the site auto-registered with the imaging system. They felt accurate initially but it was alleged that there was force on spine, changing the anatomy a little bit. The surgeon alleged that they were inaccurate superior. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay.